Manufacturer narrative:
Lot number was not provided by customer. The information provided inthis report was based on information given by the dentist in neodent¿sproducts warranty form. The original complaint was received by thesubsidiary and did not arrive in the manufacturer yet. When thishappens, a new evaluation of the complaint will be carried out and, ifnecessary, a follow-up report will be send.

Event description:
(B)(4)- the dentist reported that 1 year and 10 months after the dental implant was installed in intraoral region 13#, its loss of osseointegration was observed.